Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited a drop in estimated battery longevity. In 2021, there was 7 years remaining, in 2022, there was 3.5 years remaining in 2023, and 1 year remaining in 2024. The physician scheduled the patient for a follow up appointment in the near future to recheck the device. At this time the device remains implanted. No adverse patient effects were reported. Attempts to obtain the serial number of the device, have been unsuccessful.